Event description:
It was reported that during setup, the nim system displayed a "pi detected error" and a "console battery not available" error message. Troubleshooting was performed by turning the system off and on and using a cable connection. The procedure was completed using a different nim system. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: devices analysis is not available as on date of this report. A supplemental report will be submitted once additional information is received. Additional code of imdrf annex g: g02005 is applicable to product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis did not confirm the reported issue and there was no fault found. Previously applied codes of imdrf annex b: b21, annex c: c21 and annex d: d16 are no longer applicable. H3: device analysis for product ID: nim4cpb1, serial/lot #: (B)(6) did not confirm the reported issue. However the stim 1 was not working, the negative lead from stim 1 on the afe board was loose. H6: code of imdrf annex c: c07, annex d: d1102 and annex g: g0403401 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Previously applied code of imdrf annex g: g02005 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.